Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No unexpected low reservoir alarm, excessive "no delivery" alarm or motor error alarm was noted. The pump had normal operating currents and no unexpected off no power, low battery, weak battery or battery out limit alarms or blank display. The pump had cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motor error, battery out limit and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 496 mg/dl. The customer treated the high readings with the pump. The customer stated that the pump shut off and would read no power. The customer stated that he replaced the battery and received a no delivery alarm. The customer stated that there was a black dot on the pump and it alarmed battery out limit. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that they were able to rewind. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.